Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the device was at its elective replacement indicator and impedances on contact 7 were greater than 10,000 ohms. It was unknown when the patient first started seeing the elective replacement indicator. Contact 7 were not currently being used in programming, and the remaining contacts were around 900 to 1200 ohms. The physician was concerned that the device had only lasted a year, but the patient was getting great therapy and wants the implantable neurostimulator replaced. They were unable to get a group impedance as the patient was taken for an x-ray; however, the device longevity was calculated to be 12 months and 18 months for the 2 programs that they had. It was reviewed that an eri seems appropriate based on the longevity estimate. There were no patient symptoms or complications reported.